Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert for cardiac resynchronization therapy pacing of less than 90%. Review of the data noted pacing was 86% over a two-day period; however, total bi-ventricular pacing was 93%. There was a stored atrial tachycardia response (atr) event due to oversensing which resulted in trigger pacing instead of av interval pacing. Presenting electrogram showed normal device function. No adverse patient effects were reported.